Event description:
It was reported that the customer has required medical attention or a hospitalization has occurred during the last 90 days. Customer was not available at the time; a call back has been scheduled. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.